Event description:
Parents reported the customer was hospitalized for high blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could no be performed since customer did not have a clamp.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.